Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements and a steady increase in threshold measurements. Subsequently a revision procedure was performed where the rv lead was tested with a pacing system analyzer (psa) and yielded similiar measurements. The rv lead was surgically abandoned and the pacemaker was electively explanted. No additional adverse patient effects were reported.